Manufacturer narrative:
Exact date unknown, event occurred four months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50. Serial: (B)(4). Batch: 5013599/5013604.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted devices were not returned.